Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. This emdr represents the bard/davol perfix plug (device #2). An additional emdr was submitted to represent the bard/davol perfix plug (device #1). Should additional information be provided, a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of unspecified bard/davol perfix plug(x2) on (B)(6) 2005. As reported, the patient is making a claim for an adverse patient outcome against both devices. Attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective.

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive, no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. This supplemental emdr represents the perfix plug (device #2). An additional supplemental emdr was submitted to represent the perfix plug (device #1). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Attorney alleges that the patient underwent surgery for implant of unspecified bard/davol perfix plug(x2) on (B)(6) 2005. As reported, the patient is making a claim for an adverse patient outcome against both devices. Attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective. Addendum per additional information provided: (B)(6) 2005 - patient was diagnosed with bilateral inguinal hernia thereby underwent open repair with the implant of the two bard perfix plug (device #1 ¿ left and device #2 ¿ right). Per operative notes, ¿on left side there was indirect hernia sac and on right side one direct hernia sac. All hernia sacs were taken down. On left side one bard perfix plug (device #1) and on right side another bard perfix plug (device #2) were placed.¿ (B)(6) 2018 - patient was diagnosed with recurrent bilateral inguinal hernia thereby underwent laparoscopic repair with explant of previously placed two bard perfix plug (device #1 ¿ left and device #2 ¿ right) and implant of two 3dmax mesh (device #3 and device #4). Per operative notes, ¿on right side, there was no evidence of any direct hernia sac. On the left side there was moderate-sized direct hernia defect. Two bard perfix plug (device #1 ¿ left and device #2 ¿ right) were excised completely. On left side one large 3dmax mesh (device #3) was placed and tacked. On right side another 3dmax mesh (device #4) was placed and tacked.¿